Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
The event occurred in USA during visual inspection. It was reported that a corrosion was found on female end cable (hls cable). No harm to any person has been reported. A new information was received on 2026-06-09 as hls cable malfunction caused pressure reading issues, and these readings were not zeroed. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. No harm to any person was reported. Complaint # (B)(4).